Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), autoimmune disorder ("I deal with an autoimmune disorder every day"), pelvic pain ("in pain all day because of this"), allergy to metals ("allergic to nickel"), inflammation ("inflammation"), dyspareunia ("remotely enjoy sex without pain I had to take a pain killer"), abdominal distension ("bloated"), loss of libido ("no sex drive") and bursitis ("bursitis") and was found to have weight increased ("185 and 165 after hystrectomy"). The patient was treated with surgery (lavh\bilateral salpingectomy). Essure was removed. At the time of the report, the back pain, arthralgia and bursitis had resolved, the autoimmune disorder had not resolved and the pelvic pain, allergy to metals, inflammation, dyspareunia, abdominal distension, weight increased and loss of libido outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, bursitis, dyspareunia, inflammation, loss of libido, pelvic pain and weight increased to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure. Patient was diagnosed with bursitis after essure. She had 2 flare-ups right after her hysterectomy surgery, but she has been pain free for almost 2 months. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. Outcome of event "bursitis" was changed to 'recovered/resolved'. Reporter causality comment was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), autoimmune disorder ("I deal with an autoimmune disorder every day") and pelvic pain ("in pain all day because of this"). The patient was treated with surgery (surgery to remove essure/having a hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved, the autoimmune disorder had not resolved and the pelvic pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain and pelvic pain to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure most recent follow-up information incorporated above includes: on (B)(6)2020: content from social media received. New event 'pelvic pain' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), autoimmune disorder ("I deal with an autoimmune disorder every day"), pelvic pain ("in pain all day because of this"), allergy to metals ("allergic to nickel"), inflammation ("inflammation"), dyspareunia ("remotely enjoy sex without pain I had to take a pain killer"), abdominal distension ("bloated"), loss of libido ("no sex drive") and bursitis ("bursitis") and was found to have weight increased ("185 and 165 after hystrectomy"). The patient was treated with surgery (lavh\bilateral salpingectomy). Essure was removed. At the time of the report, the back pain, arthralgia and bursitis had resolved, the autoimmune disorder had not resolved and the pelvic pain, allergy to metals, inflammation, dyspareunia, abdominal distension, weight increased and loss of libido outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, bursitis, dyspareunia, inflammation, loss of libido, pelvic pain and weight increased to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure. Patient was diagnosed with bursitis after essure. She had 2 flare-ups right after her hysterectomy surgery, but she has been pain free for almost 2 months. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), autoimmune disorder ("I deal with an autoimmune disorder every day"), pelvic pain ("in pain all day because of this"), allergy to metals ("allergic to nickel"), inflammation ("inflammation"), dyspareunia ("remotely enjoy sex without pain I had to take a pain killer"), abdominal distension ("bloated") and loss of libido ("no sex drive") and was found to have weight increased ("185 and 165 after hystrectomy"). The patient was treated with surgery (surgery to remove essure/having a hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved, the autoimmune disorder had not resolved and the pelvic pain, allergy to metals, inflammation, dyspareunia, abdominal distension, weight increased and loss of libido outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, dyspareunia, inflammation, loss of libido, pelvic pain and weight increased to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distention, loss of libido, dyspareunia, weight gain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: allergic to nickel, inflammation were added. On 20-mar-2020: fu6 and fu7 processed together: social media : event remotely enjoy sex without pain I had to take a pain killer, 185 and 165 after hystrectomy, no sex drive, bloated were added. On 20-mar-2020: fu6 and fu7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), autoimmune disorder ("I deal with an autoimmune disorder every day"), pelvic pain ("in pain all day because of this"), allergy to metals ("allergic to nickel"), inflammation ("inflammation"), dyspareunia ("remotely enjoy sex without pain I had to take a pain killer"), abdominal distension ("bloated"), loss of libido ("no sex drive") and bursitis ("bursitis") and was found to have weight increased ("185 and 165 after hystrectomy"). The patient was treated with surgery (lavh\bilateral salpingectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved, the autoimmune disorder had not resolved and the pelvic pain, allergy to metals, inflammation, dyspareunia, abdominal distension, weight increased, loss of libido and bursitis outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, bursitis, dyspareunia, inflammation, loss of libido, pelvic pain and weight increased to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 9& 10 proceed together- social media received: newly added events- bursitis. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') and autoimmune disorder ('I deal with an autoimmune disorder every day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain and arthralgia had resolved and the autoimmune disorder had not resolved. The reporter considered arthralgia, autoimmune disorder and back pain to be related to essure. The reporter commented: none of the side effects she had from essure were present prior to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : back pain, arthralgia, autoimmune disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.